Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204: belt/monitor unusable) has been confirmed. Upon investigation the electrode belt trunk cable connector was damaged and the electrode belt was unable to securely latch to a monitor. The root cause for the missing trunk cable connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was experiencing service code 204: belt/monitor unusable.